Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels read low (<20 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports they had bumped something hitting their nose and head and their parent had found them foaming at the mouth as well as convulsing. The patients parent had administered glucagon. The patient had become a little conscious. The patient was given micro boluses bringing their blood glucose level to 176 mg/dl and then 120 mg/dl. The patients parent called the paramedics. Once at the hospital the patient was treated with a sugar drip was well as medication for nausea and potassium pills. The patient was prescribed keflex (500 mg) to be taken once daily every 6 hours for 14 days. In addition the patient was prescribed baqsimi nasal glucagon. The patient was discharged from the hospital after 2 days. The patient was able to resume pod wear.